Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a male patient of an unknown age was implanted with an impella cp device for mechanical circulatory support. It was reported that bleeding occurred in patient while on impella cp support. The bleeding was not only at the impella access site, but all over the body. There was bleeding in the thoracic cavity from the time of admission due to trauma. The bleeding in the thoracic cavity was increasing and blood transfusions were required. Heparin was reduced but bleeding did not get better. The impella was removed, and bleeding improved. The patient was reported to be in serious condition.

Manufacturer narrative:
The investigation for access site bleeding and vascular damage has been completed. The pump was not returned for investigation. Bleeding was reported from the impella access site and other body areas. Bleeding did not improve even after stopping heparin. Additionally, bleeding was reported in the thoracic cavity when the patient came for treatment, and thoracic bleeding increased. The cause of the access site bleeding issue was most likely patient condition related since bleeding was reported from multiple sites. The cause of the vascular damage was determined to be unrelated to the impella because the patient already had thoracic bleeding before the pump was placed. Added g2 report source- foreign d4 model number corrected f6/f8-should have been left blank in the initial report.